Event description:
It was reported that the colonovideoscope displayed a scope communication error code e216. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects found in the plastic distal end cover and foreign objects found in the bending section a-rubber. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.